Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
The screw driver tip is broken.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the tip broke off. The root cause is attributed to wear out. A two-year search of the complaint database found no additional reports for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.